Manufacturer narrative:
After inspection of the returned implant and review of manufacturing records we were unable to determine the cause of implant loosening. Implant records show that this lot of femurs was made to specification. No other complaints have been reported regarding this implant. This lot of femurs had a quantity of (B)(4) and all have been consumed with no other reports of loosening.

Event description:
Patient underwent revision total knee arthroplasty due to loosening of femoral implant.